Event description:
After using the syringe to inject himself, pt saw white particles floating in it. Pt also saw a dead bug at the bottom of the box. Pt would like to know what is inside of the syringe.